Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6: component code. The following sections were corrected: h6: health effect - clinical code.

Manufacturer narrative:
(H3) the most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
It was reported via clinical study that after a total hip replacement procedure, the patient underwent a revision surgery to replace the liner. The patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle, neutral liner, group 2, 32mm i.d.). As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, and the prosthesis head was changed.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported via clinical study that after a total hip replacement procedure, the patient underwent a revision surgery to replace the liner. No further issues or complications were reported. No additional information is available.